Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-01075-1. The investigation is complete. This is an initial final report submission. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device not returned

Event description:
It was reported that during surgery on an unknown date the dermatome produced an incomplete mesh. The center of the graft did not cut but the rest of the area did cut. There was an unknown harm. Due diligence is complete and no additional event information is available. At investigation it is indicated that the dermatome blade may have contributed to the reported event. No adverse events were reported as a result of this malfunction.